Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components from a cvc kit. The guide wire assembly will be analyzed as part of this complaint investigation. No definite signs-of-use were observed on any of the returned components. Visual analysis of the guide wire did not reveal any defects or anomalies of any kind. The guide wire total length measured 603mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .794 mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The IFU provided with this kit states: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The IFU also states "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The guide wire was passed through the returned cvc catheter and a lab inventory ars/introducer needle subassembly. Little to no resistance was observed as the guide wire was able to pass completely through each component. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The report of a kinked guide wire was not confirmed through complaint investigation. Visual analysis revealed no defects on the guide wire or any of the other returned components. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement.